Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID neu_adaptor_acc lot# serial# unknown implanted: 2017 (B)(6). Explanted: 2018 (B)(6) product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient's symptoms were fluctuating after (B)(6) 2017. The impedance on that day were fine when they were checked while palpating the system. On (B)(6) 2018 the patient's device was checked again and high impedance was identified on contact 5. The patient's adaptor was replaced on (B)(6) 2018 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was fine after having their ins placed on (B)(6) 2017. On (B)(6) the patient suddenly felt as if they didn't have their device, their dystonia had deteriorated. The patient improved afterwards, but on (B)(6) the patient contacted the manufacturing representative stating their dystonia was worse again and their programmer was showing a call your doctor icon with an out of regulation (oor) error. The patient condition was fluctuating. On (B)(6) the patient looked okay in the clinic, however the patient felt their dystonia was not well controlled. The patient's ins was full at the time of worsening symptoms, and was not accidentally switched off. The healthcare provider (hcp) checked the device and received an oor error. Impedance measurements were taken and found to be okay. The patient was programmed at 4.1v, 60us and 130hz on contacts 1-, 5-. A second clinician programmer was used to check the device and the error was not repeated. The patient was worried of their symptoms returning again. No further complications were reported or anticipated.